Event description:
It was reported that the patient experienced a surging sensation. On (B)(6) 2010, the patient felt a muscle spasm in the upper part of the leg upon rising from a chair. The patient believed that the stimulation was turned on at that time. There was no known related incident or accident reported. The patient contacted the physician. It was stated that the ins was flashing at 0-25%. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).